Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to initial MDR in additional MFR narrative. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm model#: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35 cm. The explanted devices were not returned to bsn. Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient's scs was non-functional. The patient will undergo an explant procedure.